Event description:
It was reported that a patient was seen and an interrogation was performed and this also seemed to have induced a seizure. Additional relevant information has not been received to-date.

Event description:
Follow-up from the provider indicated that it was unknown whether the vns interrogations were causing seizures.